Manufacturer narrative:
Facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a revaclear 400 had presented a blood leak in the connection between the arterial line and the dialyzer, during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.